Manufacturer narrative:
(B)(4) initial.

Event description:
The customer reported that the companion hospital cart power cord that is connected to the companion 2 driver becomes loose and resulted in the driver running on the emergency battery. This alleged failure mode poses a low risk to a patient because it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and an internal, emergency battery. Syncardia initiated a CAPA (corrective and preventive action) to address the hospital cart power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.